Event description:
It was reported that customer called to return insulin pump due to cost. During call, customer answered to have been hospitalized during the last 90 days. Customer disconnected call before being transferred. Call back to customer was set up. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.